Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation, the patient experienced stimulation of the facial nerve at a level of soft auditory perception. Perception of loud sounds could not be achieved without facial nerve stimulation despite change of parameters and pulse. Also with a cmd opus 2 processor there was insufficient perception of loudness. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation, the patient experienced stimulation of the facial nerve at a level of soft auditory perception. Perception of loud sounds could not be achieved without facial nerve stimulation despite change of parameters and pulse. Also with a cmd opus 2 processor there was insufficient perception of loudness. The patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely facial nerve stimulation which might have been induced by the observed facial nerve location. This is a final report.

Event description:
At activation, the patient experienced stimulation of the facial nerve at a level of soft auditory perception. Perception of loud sounds could not be achieved without facial nerve stimulation despite change of parameters and pulse. Also with a cmd opus 2 processor there was insufficient perception of loudness. In situ measurements from (B)(6) 2016 (implantation) showed high impedance on 1 channel. Storage telemetries obtained prior to release of the device do not show any abnormalities. Imaging revealed the electrode was within the scala tympani. No history of otosclerosis is reported. Re-examination of the MRI scans for this side found that the facial nerve was in a slightly different location which was not noticed initially and not obvious on implantation. The patient was re-implanted with a device from another manufacturer and facial nerve stimulation is no longer observed.